Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative examined the unit and was unable to reproduce the event. A preventive measure, the cable assembly ECG input to front end connector was replaced (part number 0012-00-0976)/ performed the functional tests and safety checks to meet factory specifications. The unit was released to the customer. The part replaced is being sent to the manufacturing facility at (B)(4) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, it failed to obtain an ECG signal. The customer changed the trigger mode from ECG to bp and transferred the patient to the operating room without stopping therapy. When the patient was connected to a heart-lung machine, therapy was stopped temporarily. The patient was switched to another iabp and therapy was continued. No patient injury was reported. Note: due to hospital policy no patient information was provided.